Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse stated that the test found that the positive pressure of the motor was too low. So, after replacing the scroll compressor, the equipment ran normally. All parameters were tested normal and the unit was delivered for clinical use. The following investigation was performed by a technician of the maquet failure analysis and testing dept. (Fat) (B)(6): the failure analysis and testing dept. Received, with a reported unit failure of frequently having system temperature high, autofill failure, and shutdown during use. The fat performed a visual inspection and found the part to be in good condition. The fat installed the compressor in cardiosave test fixture and tested the part to factory specifications per procedure number and the cardiosave service manual. During initial use, a metallic sound was heard inside the compressor. This would cause issues to the normal operation of the iabp. Fat was able to verify the compressor to be faulty. Retaining the part in the failure analysis and testing department per procedure number.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit was reported to have high temperature, automatic inflation failure and shut down. The unit was replaced and there was no patient harm reported.